Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer loaded a new cartridge and received an accurate fill estimate. In addition, intermittent occlusion alarms occurred. The customer declined to troubleshoot the occlusions with tandem technical support. The customer reported having to repeat the fill tubing/cannula sequence. Reportedly, the customer was able to resume insulin successfully, and had manual injections available as alternate insulin therapy. Customer¿s blood glucose was approximately 286 mg/dl.